Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 55 mg/dl and self-treated with an oral carbohydrate drink containing approximately 18 grams, with no changes in medication or physical activity noted and no device-related details available due to insufficient information. Symptoms included hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings due to insufficient information and no specific device component involvement identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.